Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes and garments that look like hives. There was no alleged device malfunction contributing to the irritation. Patient reported that her cardio therapist and nurse recommended cortisone cream. Follow up indicated that the irritation comes and goes, but it is good currently.